Event description:
The customer received a questionable vitamin b12 result for one patient sample that was aliquoted into a sample cup by the modular preanalytic system (mpa). The initial result was 39.41 pg/ml which was rounded in the system to 39 pg/ml. This result was auto verified by the host system and was reported outside the laboratory. About 30 minutes later, the sample was repeated and the result was 1339 pg/ml. This result was auto verified and a corrected report was sent. The customer then manually repeated the sample and the result was 1356 pg/ml. The repeat result was considered to be correct. The patient was not adversely affected. The vitamin b12 reagent lot number was 16561307 with an expiration date of 11/30/2012. The field service representative was not able to find a cause and could not duplicate the issue. He checked the instrument and ran performance testing which passed. The customer ran several racks of samples with no errors. The field service representative determined the instrument was operating within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. As the low values could not be reproduced during re-run of the samples, a reagent related issue seemed unlikely. No adverse event was reported.